Event description:
Additional information: intravenous fluid bolus given on (B)(6) 2017 and (B)(6) 2017. Discharge summary notes on (B)(6) 2017 stated that the patient experienced deconditioning due to prolonged hospitalization. The event was reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
Section b5: additional information manufacturer's investigation conclusion a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported low flow and pi events could not be conclusively determined through this evaluation. No log files from the time of the event were submitted by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 month 23 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that their was post operative complications due to right ventricle failure. Patient was on milrinone from (B)(6) 2017, on epinephrine from (B)(6) 2017, and on dobutamine from (B)(6) 2017 to (B)(6) 2017. The patient's discharge notes showed low flows and high pi events. No additional information was reported.